Event description:
The initial result for a pt sodium test was 118 mmol/l. When repeated, the sample gave results of 137, 135 and 137 mmol/l. The field service rep repaired the instrument by cleaning separator gel off the waste sipper nozzle. The pt was given a normal saline drip, but the account stated that the pt was not harmed by the treatment.